Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
Upon evaluation of the returned device the following defects were found, due to a crack on switch box, water tightness s lost, due to wear of lock engagement lever, up/down knob could not be locked securely, grip scratched, scope body cracked, scope cover deformed, switch box cracked, scope cover plate detached, acoustic lens scratched, acoustic lens damaged, distal end scratched, due to a chip, objective lens snag on it, adhesive around objective lens peeled, light guide lens cracked, adhesive around light guide lens worn, adhesive on angle rubber chipped, connecting tube scratched, connecting tube snaking, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to damage on bending tube, bending angle in right direction exceeds the standard value, due to wear of k-wire, the forceps raising angle did not meet the standard value, and ultrasonic probe was loose. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions. Caution: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ·to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.